Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software suspended insulin delivery when the customer experienced a blood glucose of 160 mg/dl. Multiple attempts were made by tandem technical support to perform troubleshooting; however, the customer did not respond.